Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that a "dead" asic during a case. Representative reported that a black bar shows up on the detector. Site rebooted the system and the issue was resolved. Caused less than 1 hour surgical delay and no additional information was provided.

Manufacturer narrative:
H3) the manufacturer representative (rep) went to the site to test the imaging system. There was a black bar that appeared in the images. The rep ran flouro/gain calibrations multiple times successfully and could not duplicate the issue. System checkout passed and returned the unit to service working as expected continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905. This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.